Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or blank display noted. Pump trace download analysis confirmed the device alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump died on while troubleshoot for battery low and display was flashing with a little red light and became black. The customer reported display was blank. The customer stated that the display was not blank less than 30 seconds. The customer reported that the display was blank currently. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.